Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
During an on-site reprocessing observation, an olympus endoscopic support specialist (ess) observed staff did not pre-clean the rhino-laryngofiberscope following use in an unknown procedure in accordance with correct reprocessing instructions. The failure itself occurred during reprocessing. There was no patient involvement.